Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure due to noise on the right atrial lead which was noted on a remote transmission. The noise was reproducible in hospital. The lead was explanted and replaced. The patient was stable throughout.